Event description:
It was reported that the patient received inappropriate therapy and there was possible premature battery depletion. The device is still in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/elective replacement indicator. Weekly battery voltage trend data shows min bat=2.631 to 2.617 volts between (B)(6) 2011 and (B)(6) 2011. Patient alert for low battery voltage on (B)(6) 2011.

Manufacturer narrative:
Additional information received indicated the device has been explanted and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/elective replacement indicator. Weekly battery voltage trend data shows min bat=2.631 to 2.617 volts between (B)(6) 2011 and (B)(6) 2011. Patient alert for low battery voltage on (B)(6) 2011.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated the device has been explanted and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/elective replacement indicator. Weekly battery voltage trend data shows min bat=2.631 to 2.617 volts between (B)(6) 2011. Patient alert for low battery voltage on (B)(6) 2011. The device was returned, analyzed and the actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.